Manufacturer narrative:
The device was returned for analysis. Upon inspection, it was noted that the main coil, introducer sheath, and delivery wire were included in the return. To facilitate removal of the coil, it was necessary to make a cut in the introducer sheath. Observations revealed that the main coil was bent and stretched at the coil arm, zap tip, and primary coil section. Additionally, the zap tip was found to be detached. The main coil exhibited detachment, bending, and stretching. The measurable dimensions of the coil were inspected against the following drawings: assy, .035 interlock 2d coil, primary coil winding specification, and coil arm.

Event description:
Reportable based on the device analysis completed on (B)(6) 2025. It was reported that the coil could not be sent out in the delivery sheath. The stenosed target lesion was located in the lower extremity iliac artery. The patient underwent embolization of a left sagittal aneurysm with a dissecting component. Using the extension tube, a 35 controllable coil was deployed into the hemangioma of the affected area through a percutaneous puncture procedure. During deployment, the coil failed to deploy from the delivery sheath and could only be withdrawn. It was unable to advance forward through the catheter. As a result, a new 35 controllable coil was substituted. Additionally, one unit of the same model (m001363800) was replaced as backup. The procedure was completed using with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed main coil detached.